Manufacturer narrative:
A biomérieux internal investigation has been completed. *complaint trend analysis and device history record* a trend analysis was completed regarding the complaints recorded for a misidentification due to the "non optimal fine tuning and non optimal spot preparation". Since january 2016, no similar complaint has been recorded for an isolate of proteus vulgaris misidentified as s. Pyogenes. Device history record review did not highlight any issue during manufacturing for this reference number or serial number. *conclusion on the fine tuning* the fine tuning analyzer report from the last fine tuning done before identification issues was not provided. It was not possible to verify if all the mandatory fine tuning criteria were met. *conclusion on spot preparation quality* the analysis of the sample mzml showed that the spot preparation quality seemed to be heterogeneous. *conclusion on the identification* the probable identification for lab ID (B)(6) could be proteus vulgaris; however, the identification would have to be confirmed with a reference method, such as sequencing. *root cause analysis* non optimal spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of proteus vulgaris as streptococcus pyogenes using the vitek® ms instrument (reference # 410895, serial# (B)(4)). The customer was using knowledge base (kb) version 3.2. Vitek® ms results: lab ID (B)(6). Single choice to proteus vulgaris (x3). Single choice to streptococcus pyogenes (x2). No identification (x3). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.